Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
This was an asr cup and head removal. The patient presented with pain and drainage. Infection work up was negative. The surgeon suspected pseudotumor because of the history of the implant. There were huge pseudotumors in the hip area. The surgeon spoke to the residents in the case that the problem with this hip has been identified many times as per the recall. No further patient records, x-rays or info is available with the hospital and surgeon stating patient privacy. Cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update rec'd 7/13/15 - ppd with medical records received. Patient was revised to address pain. Upon revision, a significant amount of fluid, and pseudotumors were noted. There is no new additional information that would affect the investigation. This complaint was updated on 07/21/15.